Manufacturer narrative:
(B)(4). The device was manufactured september 9, 2014 ¿ september 10, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the patient¿s exact age is unknown; however, the patient was reported to have been born in (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 3700mg fluorouracil diluted with 5% glucose solution. The reporter stated that at the end of the expected therapy time, about a quarter of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.